Event description:
The pump was returned for investigation. Investigation revealed a dim display screen; there was a red hue noted to the text. There was no reported adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(4) 2013.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: investigation revealed a dim display screen; there was a red hue noted to the text. Unrelated to the complaint, the keypad was found to be torn; the keypad buttons were found to be responsive. Also unrelated to the complaint the bolus button was found to be missing; investigation was unable to be completed on the bolus button. A damaged keypad and button cover will permit contamination to permeate the buttons which will have a negative impact on button function. This situation is not likely to result in an adverse event as a damaged keypad and button cover should be clearly visible and warns the patient to discontinue using the pump. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.